Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with syncope. It was noted that the right atrial (ra) lead exhibited no capture. The ra lead remains in use. No further patient complications have been reported as a result of this event.